Event description:
Boston scientific received information that a latitude red alert was received from this right ventricular (rv) lead due to low shocking impedance measurements. The caller stated that the patient had a chiropractic visit two days before the alert was received. The patient will be coming into the clinic for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and troubleshooting suggestions. The boston scientific field representative confirmed that a shock was delivered which resulted in an impedance measurement of 43 ohms. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.